Event description:
It was reported that the patients leads were migrated above the anchor and underwent a lead revision procedure. The patient was doing well postoperatively.

Manufacturer narrative:
Event date: exact date unknown, event occurred last week from the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: cs-linear leads; upn: m365sc2218500; model: sc-2218-50; serial: (B)(4); batch: 5132824.